Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address varus collapse of tibial component and loosening at cement to implant interface. Doi: unknown, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 15-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : DHR review: no non-conformances on this batch. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, however no other incidents related to implant loosening. Total for lot no: 3 (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 june 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2 on (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, instability, lateral patella tracking, and pain. The surgeon reported the tibial base plate was grossly loose and simply grasped with kocher and handed off. He noted significant medial erosion from motion of the tibial baseplate. Upon removal of the femoral component, the surgeon indicated large cavity defects on the medial and lateral side composed of soft tissue from third body wear, which was debrided. The surgeon indicated the patella was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2018; (lt knee).